Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that both the right atrial and right ventricular lead had dislodged. No adverse patient effects were reported. New information was received that a lead revision was performed and the physician noted that there was only one suture on the suture sleeve. It is suspected that the original suture used was an absorbable suture as both leads were loose. They repositioned the same leads and sutured down. No adverse pt effects beyond need for another procedure. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be re-opened and updated as necessary.